Event description:
A (B)(6) male pt contact zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt's distribution note (dn) to rear therapy electrode (te) cable was damaged with wires exposed. The cause was unable to be positively determined, but appeared to be animal bite marks. In addition the trunk cable connector and ECG a were damaged with bite marks. The root cause of the damaged components was unable to be positively identified, but appeared to be caused by physical abuse by an animal. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.